Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and main body of the minicap transfer set which resulted in a leak. The white twist clamp unthreaded from the main body (light blue) of the transfer set. The patient pushed white twist clamp onto main body and was able to reconnect, however, leakage occurred during reconnection. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection was performed and a broken occlude foot was observed. Leak, clear passage, and clamp function testing were performed and a leak through a closed twist clamp due to a broken occluder foot was observed. The reported condition was verified. The cause of the broken occluder foot could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.